Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg is believed to be inoperable due multiple external devices being unable to communicate with the ipg. The patient plans to undergo troubleshooting on a future date to address the issue.

Manufacturer narrative:
Corrected data: upon further review, sections h7, h9, and h10 were determined, to have been inadvertently omitted from follow-up report #2. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable. When exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
An inoperable pulse generator was reported to abbott. The ipg was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.

Event description:
Additional information obtained revealed the patient underwent an unrelated surgical procedure prior to their ipg being replaced on (B)(6) 2021. The patient didn't set their ipg into surgery mode prior to the unrelated surgical procedure.

Event description:
Additional information received, revealed troubleshooting was unable to restore the patient's ipg. As a result, the patient's ipg was explanted and replaced to address the issue.